Event description:
It was reported that during a procedure, the faradrive steerable sheath clear exhibited air. After post mapping, the non-boston scientific mapping catheter was removed, and the farawave pulsed field ablation catheter was aspirated and flushed. Upon inserting the catheter into the sheath, the catheter was positioned just distal to the handle of the sheath when attempts were made to aspirate the catheter and air was observed from the hemostatic valve. Troubleshooting consisted of disconnecting and reconnecting the irrigation tube from the catheter to ensure it was tight. Ensuring the tip of the sheath was not pressed against the tissue to prevent any vacuum formation. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, the faradrive steerable sheath clear exhibited air. After post mapping, the non-boston scientific mapping catheter was removed, and the farawave pulsed field ablation catheter was aspirated and flushed. Upon inserting the catheter into the sheath, the catheter was positioned just distal to the handle of the sheath when attempts were made to aspirate the catheter and air was observed from the hemostatic valve. Troubleshooting consisted of disconnecting and reconnecting the irrigation tube from the catheter to ensure it was tight. Ensuring the tip of the sheath was not pressed against the tissue to prevent any vacuum formation. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no abnormalities or defects were found on the exterior of the returned faradrive sheath. The sheath was evaluated for leak and aspiration performance and observed to pass all testing. Inspection of the flush lumen luer found the lumen torn where the adhesive filet bonds the lumen to the valve hub; an attempt to pressurize the sheath did not cause the area to leak, indicating a sufficient bond at the location. Based on the performance test and the evaluation of the flush lumen tear, there is not enough evidence to support the allegation.